Manufacturer narrative:
Disposable device not returned for analysis. Hospital discarded the device. No evaluation can be performed.

Event description:
During a lavh case the cutting forceps did not adequately coag to close the uterine artery. The pt started bleeding and needed to be opened to control bleeding. Sutures were used to effect a seal of the vessel. Product was disposed of by hospital.